Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the user was hospitalized for high blood glucose levels and that the insulin pump alarmed no delivery 4 times. The blood glucose reading was 14.5 mmol/l. The caller stated that the user had a low reservoir and experienced high ketones. The caller noted that the insulin pump had alarmed twice leading up to the hospitalization. It was reported that the cause of hospitalization was attributed to the user having forgotten to change the reservoir when it ran low on insulin. The user was in intensive care for 3 days and was wearing the device at the time of the event. The caller was advised that the high blood glucose was likely due to the no delivery alarm. The caller also noted a no delivery alarm and hospitalization due to ketones, which occurred 3 years prior. The blood glucose reading at that time was unknown. The most recent blood glucose reading was 12.9 mmol/l. Nothing further reported.